Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was freezing, and users were being logged out when pulling medications. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did locate 3 similar complaints with the same failure mode for this serial number. ¿ case: (B)(6) ¿ es - opsan new error message unexpected data error occurred showing on the station. ¿ case: (B)(6) ¿ fatal error on underlying data source. ¿ case: (B)(6) ¿ fatal error. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was freezing, and users were being logged out. A field service engineer replaced the hard drive by cloning a known good hard drive from another machine, ran clone.exe, renamed the machine, installed eset7, changed the destination of dependencies.xml to x86, changed the internal network ip to (B)(6), and disabled the firewall. The system functioned as intended after the field service engineer troubleshot the device.